Event description:
It was reported that the patient's battery was replaced due to normal depletion. Prior to the replacement impedance measurements were not possible as the ins was at end-of-life. When the pocket was opened it was discovered that the outer insulation of the lead was removed. When the lead was briefly connected to a new ins all impedances were over 4 ,000 ohms, except a couple of conductors. The patient didn't feel any paresthesia. The physician explanted the lead and extension and replaced them and stimulation was restored. It was reported that the patient required hospitalization for the surgical intervention, but there was no injury or adverse event.

Manufacturer narrative:
Analysis of the lead model 3889-28 lot unknown found broken conductors at or near the tines. The proximal end of the lead was se verely stretched and all the conductors were broken. The connectors were pulled off and not returned. All circuits were open. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# unknown serial# implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type lead product ID 3095-10, lot# serial# unknown implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type extension. (B)(4).